Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture. The device status is unknown. This record relates to the right side.

Event description:
Healthcare professional confirmed capsular contracture baker grade iii.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture, baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown. Patient's year of birth: 1973. Report source "other- regulatory agency" should be removed as no information was received from a regulatory agency.

Event description:
Physician has reported capsular contracture (baker grade unknown), diagnosed by palpation. The device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is a medical event not related to the device. ¿ rupture: observed a broken-on anterior assessed as an unidentified (tear) opening (shell thickness within spec) and missing shell observed assessed as inconclusive. Additional observations: ¿ crease fold and wear abrasion observed on the device. ¿ red particles observed on the device. No further actions are required as the device was implanted.

Event description:
Patient reported right side rupture. Healthcare professional reported capsular contracture (baker grade unknown) diagnosed by palpation. The device has been explanted.